Manufacturer narrative:
Based on the claim against the product by the customer noting the permanent cautery hook instrument was burned, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the instrument involved with this complaint to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. Visual inspection was performed, and the instrument was found to have thermal damage at the weld on the monopolar yaw pulley. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additional observations related to the customer reported complaint. The instrument was found to have a broken conductor wire at the weld. The instrument was found to have thermal damage on the conductor wire cap. The instrument was found to have thermal damage at the weld on the distal clevis. The instrument was found to have thermal damage from the weld on the distal idler pulleys. The instrument was found to have a broken distal clevis opposite the side of the weld. The broken piece measuring approximately 0.234" x 0.175", in size was not returned with the instrument. .

Event description:
It was reported that during central processing, the permanent cautery hook instrument was burned at the end. There was no report of patient involvement or reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.